Event description:
The dxw150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Patient was not happy with her near vision. A soft contact trial was conducted and patient had better near vision. Patient also indicated blurry vision significantly interferes with her daily activities. Iol explant was scheduled for (B)(6) 2025 however, the patient rescheduled the procedure for (B)(6) 2025. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted the section h-6 health effect - clinical code 2138 unexpected postop refraction reported in the initial MDR was incorrect. Therefore, this supplemental filing is to correct the health effect clinical code that was incorrectly reported. The following fields have been updated accordingly: section h-6 health effect - clinical code: 2330 - dissatisfaction with near vision. Previously reported code was 2138. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.